Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry) indicating a 78 year old female patient presented for high risk percutaneous coronary intervention using the impella cp device for hemodynamic support. During support, the patient developed an access site hematoma that prompted evacuation of the site, upon device removal.

Manufacturer narrative:
Section b5 and h6 were updated as per additional information received.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured l inguinal hematoma with a "possible " relationship to the impella device used: ¿patient was diagnosed with anemia due to blood loss from the l inguinal hematoma.. Patient received 5 rbc units total throughout this admission.¿ the patient recovered with no sequelae. Additionally patient endured acute kidney injury wit, the possible / definite / probable" relationship to the impella device used. Diuretics were held. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use states ¿assess access site for bleeding and hematoma.¿ d4-updated model number.